Event description:
It was reported that during a lobectomy radical superior procedure, after firing the device and resection, there was no stapling. There was some delay in the procedure, but no patient consequence.

Manufacturer narrative:
Date sent: 07/17/2007. Information anticipated, but unavailable at this time.